Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had alarmed for power system error or backup battery fails. Customer states that internal power source in the pump was unable to charge. Customer¿s blood glucose was unknown at time of incident. Advised customer to monitor pump and call back if trouble reoccurs. Insulin pump will not be return for analysis.